Event description:
It was reported that the pt data module (pdm) fell from the mounting device and landed on the pt's head. The pt suffered a laceration on her right temple above the eyebrow, which had to be sutured with three stitches. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.